Event description:
The facility representative reported a colleague infusion pump with a 814:01 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 814:01 was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and harness were replaced to correct the reported condition.